Event description:
Customer's mother reported via phone call that the insulin pump is making a loud noise when rewinding. Blood glucose value was 100 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a loud noise during the rewind due to a faulty motor. The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.